Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose for the past couple hours. Troubleshooting was performed. It was stated that the customer treated his high glucose with a manual injection. The programming, time, and date on the insulin pump were correct. Advised the customer to disconnect the insulin pump to perform a fixed prime test and the test passed. Performed a high pressure test twice and the insulin pump failed the test. No further information was provided.